Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl, and vomiting. Reportedly, the cause was the customer's non-tandem continuous glucose monitor was not providing readings, which did not allow customer to view current bg levels. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.